Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. The reported event of "set became disconnected" was confirmed. The pressure tubing was found detached from the solvent bond joint with sample site. Indications of bonding solvent were evident on some locations of the tubing bond surface area. The tubing outer and inner diameter was measured near the point of detachment and was found to be within specification. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Detached tubing will most likely occur during manipulation of the product by the clinician. Because the clinician is present, the stopcock can be used to stop the flow of blood, preventing blood loss. The system can be exchanged easily for another one, causing a minor delay in treatment or monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. The 510k number is unknown at this is a custom defined product.

Event description:
It was reported that after connecting the arterial line, the line became disconnected next to the external needle access port. Minor blood loss was observed. The device was exchanged for another and worked successfully.